Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and unknown device exhibited intermittent high out of range shock impedance measurements. The measurements could not be reproduced and there was no noise or oversensing. The physician will continue to monitor the patient appropriately. No adverse patient effects were reported.